Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 115 mg/dl. The customer stated that they could not trouble shoot at the moment but wanted to return the reservoir set back for analysis. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.